Event description:
It was reported that the patient with this unknown lead experienced a left abdomen stimulation and pain on the right side. Patient underwent fluoroscopy examination and confirmed that the lead was too far left without impedances noted. Physician then ordered a lead revision. As of this time, this lead remains in service. No additional adverse patient effects were reported.